Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation." Device remains implanted.

Event description:
Healthcare professional additionally reported "rippling" and "tissue growing in underneath the valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.3., h.6. Device evaluation analysis of the returned device identified: white particles inner the device.leak test and microscopic analysis was performed which identified: device no leakage and device is found intact and functional. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.wrinkles (creases) are observed but have no relationship with manufacturing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare professional additionally reported "rippling" and "tissue growing in underneath the valve". Device has been explanted.